Event description:
It was reported that the patient presented to the ER after being resuscitated with external defibrillation by ems personnel. Device interrogation revealed alerts for possible hv lead issue and possible output circuit damage. Low, out of range high voltage lead impedance in rv-svc and can vector was also observed. The episode showed true vf and device therapies did not convert the rhythm. The egm showed that every charge after the first one was aborted. The device was explanted and replaced. There were no complications with the extraction and replacement procedure. Interrogation of the patients new system the next morning showed normal function.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. An arc mark was found on the device can. Review of the device image indicated that an alert for output circuit damage was detected. Shorted output stage detection was also noted. The device was tested on the bench as well as using automated test equipment and the output circuitry of the device was damaged. The root cause of the output circuit damage could not be determined. (B)(4).